Event description:
During an attempted, contralateral rt common iliac stent placement, stent would not deploy. Upon removal, stent deployed on it's own, in the wrong location. Stent to be surgically removed.